Event description:
It was reported that pieces of the insulation from the tip of this suction ablator came off during use in a shoulder procedure. All pieces were removed and the procedure was completed without injury.

Manufacturer narrative:
Investigation findings: an inspection of the insulation showed signs that it was pulled away from the tip. This type of damage can occur if the tip of the ablator comes in contact with another object during use. The instructions for use provides warnings and cautions to the user: use care when inserting into and withdrawing the electrodes from a cannula to avoid the possibility of damage to the devices and/or injury to the pt. Do not insert, withdraw or touch the active tip of the electrode when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Lightwave ablators must only be used in a conductive fluid medium to avoid insulation damage. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. Use ablators only within prescribed generator settings (see table below). High power generator settings, and prolonged use, may result in damage to the insulation, melting of the electrode tip or increased risk of pt burns. Do not bury electrode tip and insulator in tissue. The electrode tip must be completely surrounded by conductive fluid when activated in order to avoid damage to the insulation. Avoid unnecessary activation between tissue applications to avoid pt injury. Do not pry or pull tissue using the device. Insulation may be damaged.